Manufacturer narrative:
Citation: kido t et al. Early clinical outcomes of right ventricular outflow tract reconstruction with small caliber bovine jugular vein conduit in small children. J artif organs. 2016 may 28. [Epub ahead of print] date of publish used for event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding early clinical outcomes of right ventricular outflow tract reconstruction with contegra valved conduits in pediatric patients. All data were collected from a single center between april 2013 and april 2014. The study population included 13 patients (mean age 8 months, mean weight 5.5 kg), all of which were implanted with medtronic contegra conduit (serial numbers not provided). Patient 7 received a contegra conduit at (B)(6) old. At (B)(6) post-operative, the patient developed sudden cardiogenic shock due to a stuck mechanical valve (brand/model not provided) and obstruction of the left main coronary artery which was compressed by the ring of the implanted conduit as well as the mechanical valve. Subsequently, the patient underwent reoperation to explant the conduit and mechanical valve, and reconstruct the left main trunk. Two months later the patient showed a patent left coronary artery, and improved left ventricular ejection fraction of 30 % pre-operatively to 45 % post-operatively. No additional adverse patient effects were reported.

Manufacturer narrative:
A search of medtronic's global complaint handling database with the provided model/serial numbers returned no matching records. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author on patient 7 provided the implant date, event date, model/serial number ((B)(4)), and stated that the observed adverse events were attributed to the conduit, the procedure, and the patient¿s anatomical specificity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.